Event description:
In 2008, the sales representative reported that during a revision surgery for pseudarthrosis the driver bent during removal of the closure tops. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.